Event description:
The manufacturer received information alleging visualization of black particles in filter, the patient alleging experience of congestion, sore throat, headache. The patient stated it started a few weeks ago. When she wakes up in the morning after using the dream station device, she has severe headaches and sore throat while using the dream station device. The device settings during the event were reported unknown. During the event, there was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging visualization of black particles in filter, the patient alleging experience of congestion, sore throat and headache when she wakes up in the morning after using the dreamstation device. The device settings during the event were reported unknown. During the event, there was no medical intervention required by the patient. The manufacturer has not received the device to perform an evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.